Event description:
It was reported that the customer received medical attention due to experiencing excessive bleeding after inserting the sensor.

Manufacturer narrative:
Sensor was received with a bad sensor alarm.